Event description:
The customer called to report the buttons on the insulin pump are unresponsive. Blood glucose reading at the time was 235 mg/dl. Advised the customer that the insulin pump will be replaced. Nothing furthe reported.

Manufacturer narrative:
All buttons function properly. However, moisture damage was found on keypad traces. No button error alarm was noted during testing. The insulin pump had minor scratches on the display window, cracked display window at the top left and right corner, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.